Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter in two pieces. The distal part of the shaft was returned on an unidentified. .014" guidewire. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The shaft was completely separated 118.4cm from the hub. The fractured/separated end of the shaft was stretched and jagged which indicates the shaft separation was due to tensile forces. There are numerous hypotube and shaft kinks. The distal inner shaft is buckled in numerous locations, the wire could not be removed from the device due to the buckling. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon detachment occurred. A 3.5mm x 30mm x 145cm coyote es balloon catheter was selected for use. However, the balloon fell off the shaft outside the patient. There was no harm to the patient.

Event description:
It was reported that balloon detachment occurred. A 3.5mm x 30mm x 145cm coyote es balloon catheter was selected for use. However, the balloon fell off the shaft outside the patient. There was no harm to the patient.